Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension, product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID: 7436, serial# (B)(4), product type: programmer: patient product ID 3387s-40, lot# v291949, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v273701 implanted: (B)(6) 2009. Product type: lead. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
Hold for irene 10-02-12it was reported that the stimulation could not be adjusted. When the patient increased/decreased stimulation, he only heard three beeps. When the implantable neurostimulator was turned on, the battery light did not illuminate. The patient lost therapeutic effect on (B)(6) 2012. The patient's last appointment was eleven months ago and had an appointment scheduled one week from the date of the report. There was no known accident or incident related to the loss of effect. Reprogramming of stimulation was reviewed to address stimulation needs due to power on reset, or a potentially depleted ins. Additional information received reported the patient received assistance from the physician or manufacturer representative on (B)(6) 2012 and the issue was resolved. Patient outcome was not provided.